Event description:
During a pta for a dialysis shunt in the left radial artery, the balloon ruptured at nominal pressure. There was severe calcification, moderate vessel tortuosity and 90% stenosis. There was no adverse consequences to the pt. As per the reporting affiliate, no additional pt or procedural information is available.